Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Congestive heart failure existed pre-lvad implant. Confirmed eogo contributed to congestive heart failure. The patient exhibited leg edema, shortness of breath, creatinine bump, and a bump in brain natriuretic peptide (bnp). The heart failure, shortness of breath, and eogo was treated with stenting to the outflow graft. The reported issued resolved after stenting to the outflow graft. There were no changes to patient condition or anticoagulation status that may have contributed to the issues. The pump speed was increased to 6000 rpms prior to the stenting for better kidney perfusion. From the CT scan, it was said the patient had small left and trace right effusions, cardiomegaly. The left vad was in place, but there was apparent narrowing of the outflow graft, concerning for eccentric thrombus and contrast mixing. There was a slight increase in cystic lesion pancreatic body. Non-emergent MRI/mrcp was recommended. Left adrenal adenoma was also seen.

Manufacturer narrative:
Section g3: date received by manufacturer of the previous report was inadvertently left blank and should have been entered as 07jan2026. Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) cannot be confirmed, as no imaging was provided, and the device remains in use. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. A review of the submitted log files revealed the device operating as expected. No unusual alarms or events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d is currently available. Section 1 of this document lists renal dysfunction as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the hospital with shortness of breath and congestive heart failure exacerbation. A computed tomography (CT) scan in the emergency department confirmed extrinsic outflow graft obstruction (eogo). It was said that they could not appreciate any alarms or warnings on the interrogation that would be indicative of eogo. The log files captured routine events and there were no notable alarm conditions or parameter changes. The log files did not contain any low flow events. The flow averaged 5.7-3.9 lpm. The ventricular assist device (vad) and peripheral equipment were functioning as intended.